Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the upgrade caused the device to go offline on the remote support service. The field service engineer (fse) reimaged the station due to a failed installation and system crash condition. The fse then completed installation, configured the system, and performed testing to confirm functionality. The fse had the customer verify the station using the updated version by logging into the application and testing multiple medication transactions, all of which were completed without issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es upgrade caused the device to go offline on remote support service. However, there were no delays, adverse events or injuries reported based on this event.